Event description:
Allegations of infection, spontaneous rupture of the right meiscrotum hemorrhaging, fractured bulb, complications which resulted in atrial fibrillation and congestive heart failure allegedly causing death on 4/24/93.